Event description:
The customer contacted beckman coulter, inc. (Bci) to report that when ion selective electrode (ise) buffer, lot # m811579, was used in their unicel dxc 600i synchron access clinical system, the system gave erroneously elevated sodium (na) chloride (cl), and potassium (k) results for an unknown number of pt samples. One erroneous na result was reported out of the lab. None of the other erroneous results were reported. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. An amended report was issued for the erroneous na result. The customer reported that prior to the event, the ise system was calibrated and the quality control (qc) recovered within the lab's established ranges. There were no error messages or flags indicating that the ise results had drifted. The customer replaced the ise buffer with another lot and the problem was resolved.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the dxc system and replaced a valve, however, the problem continued. Although replacing the ise buffer reagent with another lot apparently resolved the problem, a clear root cause has not been identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.